Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have an empty battery after six months. This humapen memoir is associated with (B)(4) and lot 0805c04. The operator of the device was unknown. The patient was not trained on the device use. The patient had used this device model for unknown length of time and the reported device for three to six months. The humapen memoir device was returned on (B)(6) 2010 and missing dose segments were identified. It was not provided if the patient would continue using this device model.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.